Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by one hour and had not been adjusted during daylight savings. As a result, the missed meal bolus reminders were not being declared appropriately. Tandem technical support assisted the customer with adjusting the pump time. Blood glucose was 200-300s mg/dl.